Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.

Manufacturer narrative:
The customer was sent a replacement power supply.   The issue with a damaged rev p power supply for the pump in style device is currently being evaluated  under an investigation for complaint category (B)(4).  A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style advanced breast pump would not power on with the power supply. On 08/28/2017, during the product evaluation, a breach in the power supply housing was discovered. On (B)(6) 2017, upon following up with the customer, she did allege that the power supply housing broke open after dropping it on the floor.